Event description:
Caller reported an alarm 2 followed by alarm 26, indicating multiple occlusion events. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin, with no additional assistance necessary, leading technical support to close the case.